Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10533. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6011066 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 for the code incorrect insertion of the soft cannula. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out (B)(4) samples passed the test. Device history record (DHR) review: the lot 6011066 was manufactured according to the wi version 75 in the line 5, on 26/jan/2025, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/jun/2025 against malfunction code incorrect insertion of the soft cannula and lot 6011066 and no other complaint has been registered in database for the same lot 6011066 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion set cannula is inserted incorrectly and bends on (B)(6) 2025. No further information available.